Event description:
As reported (B)(6) 2013, a patient of unknown gender and age presented for a endovenous laser treatment. There were no reports of complications or device failure during preparation for the procedure. During the procedure, when the assisting nurse handed the treating physician the laser fiber, it was noted the fiber had a kink in the shaft, at which point, the fiber fractured in half. The procedure was aborted and rescheduled, as the place of treatment did not have a new of the same device to complete the procedure. The device never came into contact with the patient, hence there was no harm or injury to the patient due to the event. The reported failed device has been returned to the manufacturer for evaluation.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. A review of the lot history records was performed for the reported packaging and component lots for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with this device, contains a statement: "precaution: prior to and during use, avoid damaging the fiber by striking, stressing or excessive bending. Do not coil the fiber tighter than a radius of 60mm". The supplier was made aware of this complaint. During the supplier's manufacturing process, fibers are repeatedly bent and coiled and there is a final visual inspection performed with a hene laser to check the entire fiber length for defects prior to packaging shipment. The results of the device evaluation will be sent via a follow up medwatch. Complaint # (B)(4).